Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: the cutting edge of the wire cutters are broken off.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Our investigation of the returned wire cutter has shown that both sides of the tip are broken off. The cutting edges are otherwise still in good order only the front part of the tip is damaged. This lead us believe that the wire was not positioned accordingly and this resulted in the damages the front part during cutting. The instrument was analyzed for conformance to print specification, as well as the device history record was researched. No abnormal findings were identified.